Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to inspect and clean various components of the pump, including removing an o-ring from the pneumatic tap area and ensuring the cartridge was securely attached. The customer successfully completed the loading process and resumed insulin administration.